Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was monitored. No frozen display noted.

Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 254mg/dl. Troubleshooting was performed, and the buttons were unresponsive. The caller stated that the device alarmed low reservoir after the buttons were not responding. Instructed the customer to remove the battery for five minutes and then reinsert a new battery, but the device still had a frozen display and the time was not advancing. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.